Event description:
Pt is a 53-yr-old white female who underwent an mrm on 1/5/94 and placement of a co tissue expander. The pt subsequently had radiation of chest wall, which has the expected effect of altering the elasticity of the skin, etc of the chest wall. Pt was apprised preoperatively of the fact that because of the radiation, this does alter the ability of the radiated skin to heal and makes her a higher risk of complications such as infection or implant exposure. The pt is also a former smoker, though not currently smoking, and does understand that the history of smoking does compromise ability to heal. The expander was removed on 10/14/94. It was noted on removal of the expander that there was less fluid in the expander than had been placed during serial expansion. The amount of fluid was checked in the expander. It was around 330 cc instead of 660 cc that had been placed during expansion. On the posterior medial aspect of the tissue expander a thin hole leak was found. This was felt to be the reason fot the tissue expander to partially deflate. On further check of the expander no other leaks were found. A series of extensive capsulotomies were done and a co anatomic implant was placed and filled with 310 of sterile normal saline.